Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was noted that the ipg had migrated. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well post operatively. Nothing was removed.